Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 12, without any notable events occurring beforehand. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised by technical support on using a multiple daily injection (mdi) plan as a backup therapy, while a replacement pump with updated software was sent to them. The customer acknowledged the guidance provided, including returning the faulty pump and actions needed once the replacement was received.